Manufacturer narrative:
The product was not returned for evaluation. Without the return of the device, the root cause of the problem cannot be determined. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns.

Event description:
The patient was undergoing a coil embolization procedure in the middle cerebral artery (mca) using penumbra coil 400 (pc400) and a px slim delivery microcatheter (px slim). During the procedure, while attempting to advance the pc400 within its introducer sheath, the pc400 would not advance past the friction lock and inadvertently, the pusher assembly of the pc400 bent. The procedure was completed using another pc400 and the same px slim. There was no report of an adverse effect to the patient.